Event description:
The user discovered discrepant hemoglobin a1c results when a physician called to have samples repeated and stated the results "were not right". The samples were all in "fairly full" edta tubes. Hemoglobin a1c is the only assay tested on this analyzer. The user did not have an exact count of the number of reports that were corrected. The user was not aware of any pts which were affected due to the erroneous results and could not provide any further information. The user provided 352 sets of initial and repeat pt results of which 252 were found to be discrepant. These results are provided in the attachment to this medwatch. The field service rep determined there was a clogged air dryer. He replaced the air dryers and the probes. To verify the analyzer operation, he ran all rotor, flow and syringe checks. He also performed calibration and qc and tested pt samples.